Manufacturer narrative:
Evaluation result: brake cams, caster tube brake pin guides.

Event description:
It was reported by service report that the brakes are not holding. No pt involvement or adverse consequences are reported.